Event description:
Patient reported that it seemed like they were needing to increase it more frequently than they did in the beginning, they were up to 8.5v. Patient had to keep increasing amplitude "because they got caught short a couple times a day and did not make it to the bathroom". Patient said this had been happening for "several months off and on" and clarified this was in early (B)(6). Patient reported no falls or trauma. Patient did not know what program they were on, and normally had their daughter help with the programmer. Patient was going to call back when their daughter is with them, to try moving to a different program, since the doctor office just told them to call company and did not seem to be offering much help. Patient was advised to consult with doctor for more information. Additional information was received from a consumer (con). It was reported that the cause of the loss of therapy and leaking was not determined. To resolve the issues, they changed the programs, but they weren't as confident as they were at the first experience. It wasn't exactly resolved; they were still experiencing leaking at times. They noted that this issue had been going on for several months, at which time they had lost weight and were still losing it. Additional information from a patient reported a loss of therapy. The patient stated her therapy worked so well, it was so successful. The patient reported therapy stopped helping her symptoms. The patient noted she was back to wearing depends. The patient stated she was on vacation twice and had to wear depends and it was stressful. The patient also stated they noticed something new, when she stood up she lose control before she could make it to the bathroom. The patient stated they had tried all the programs and she tried increasing. The patient noted she was on program 4 at 7 something. The patient was wondering if she dislodged something. The patient noted her healthcare professional (hcp) told her not fall, but she did, but it was such a slight fall. The patient noted she just slid down the bed. The patient stated she did not think it was a fall. The patient stated it was quite some time ago, it was probably more than a couple of couple ago. The patient stated she did not notice therapy was not working right after the fall. The patient stated she was scheduled to see her hcp on (B)(6) and she thought she could manage waiting until (B)(6). The patient noted therapy stopped helping several months ago. The patient notice losing control when she stood up about a month prior to the call. There were no further complications that have been reported as a result of this event. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient after appointment with hcp on (B)(6) 2017. The patient learned she needed a new battery which was replaced (B)(6) 2017. No further complications were reported or are anticipated.